Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, unacceptable threshold, r-wave amp variation and lead slack issue. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with the procedural damage. After cutting, cleaning the lead, and applying the torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported events of unacceptable threshold and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2025-11887. It was reported that the patient presented for right ventricular (rv) lead revision due to high capture threshold and under-sensing. During the procedure, lead slack appeared reduced, and micro-dislodgement was noted on the rv lead. The physician elected to reposition the rv lead however, the helix failed to extend. The physician elected to replace the rv lead however, they had difficulty advancing the stylet. The helix failed to extend after insertion into the patient's body. This rv lead was not used and the physician elected to complete the procedure with a different lead. The patient was discharged from the hospital after the procedure.